Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufactured between november 27, 2020 to november 28, 2020. H10: the device was received for evaluation. Unaided eye visual inspection with magnification was done which observed white particulate matter inside the fluid pathway of the bag approximately 0.10 inches in length. The reported condition was verified. The cause of the condition could not be determined. Based on the morphology of the particle and results of electronic laboratory notebook (eln) the particle was identified as acrylonitrile butadiene styrene (abs). This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate was observed inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during setup and preparation. There was no patient involvement. No additional information is available.